Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-06341, 1627487-2022-06344. It was reported that all 3 of the patient's leads had migrated. As a result, the leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the lead migration was confirmed via x-ray. Effective therapy was established post-operatively.